Event description:
It was reported that the pump shut off unexpectedly. Customer will continue to use the pump for insulin therapy. It was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. Customer's blood glucose level was 121 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of data alert was verified, however the alleged issue of unexpected shutdown could not be verified. The information will be used for tracking and trending purposes.